Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken output connector assembly. It was also noted that the lower case was broken, the red display wire was pinched with the insulation exposed, the keypad was scratched, encoder assembly and five case screws were contaminated, main seal was pinched, and one tube was missing. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial lead connector, and has been returned for repair. There was no patient involvement.